Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No information was provided whether any sound was still coming from the device. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No information was provided whether any sound was still coming from the device. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.